Event description:
It was reported that surgical intervention was undertaken. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of (B)(6) used to capture the reportable event of surgery.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to t-wave oversensing. Additionally, review of the stored episode also noted noise. The electrode position was felt to be sub-optimal. Boston scientific technical services (ts) discussed troubleshooting options. The patient was admitted to the hospital for a potential revision of the system or electrode, however, no revision procedure was performed. Tachycardia therapy was programmed off and the patient was discharged from the hospital. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.